Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 lead, implanted: (B)(6) 2005; unk-comp-lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the atrium and left ventricular (lv) lead encountered low high-voltage impedance. There was revision performed for the atrium and lv lead, and the lead(s) remain in use. It was reported that hematoma was seen during the lead revision. The patient is a participant in the panorama 2 study. No patient complications have been reported as a result of this event.